Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to patient had subclavian venous occlusion. Moreover, patient arm was swelling and was experiencing discomfort. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to patient had subclavian venous occlusion. Moreover, patient arm was swelling and was experiencing discomfort. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory observations found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The allegation against the device was not confirmed.